Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a tubing leak during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing leaked was confirmed. Visual inspection of the set showed that the silicone segment had a tear near the upper fitment. The tear measured 0.0985 inches long. Visual examination under magnification noted no crush marks to the upper fitment. Functional and pressure testing was performed; a leak was observed from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The root cause of the tear is unknown.